Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported, after an ankle ligament repair surgery on (B)(6) 2016, the patient started experiencing pain, redness, and swelling. The patient stated they have major impingement and believes their achilles has contracted. The patient has been experiencing crps since the surgery. MRI study was done after the patient began to feel pain in (B)(6) 2017, the patient had a tendon repair procedure and the surgeon cleaned out some scar tissue. Devices used: internal brace, bio suture tak anchor, 2.0 fiberwire.